Manufacturer narrative:
Date of implantation is (B)(6) 2004. Manufacturer¿s reference number: (B)(4). Investigation summary: according to the information received, the patient experienced a deflation in the breast implant. The deflated breast implant involved in this complaint was not received. Therefore, your device couldn´t be analyzed according to our procedures. Please ship the product back to receive a more detailed analysis about your product complaint.   If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the deflated device, please contact our team using the information contained at the end of this letter. Although the product was not received, the manufacturing records of the lot-serial number were reviewed. The manufacturing standards were met prior to the release of this lot.  Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Device history review: a manufacturing record evaluation was performed for the finished device 5612947 number, and no non-conformances were identified. Manufacturing date: 29/jun/2005. Expiration date: 28/jun/2009.

Event description:
It was reported that a 53-year-old patient who underwent a breast augmentation primary with a mentor smooth round moderate profile, 275cc saline prosthesis experienced right-sided deflation post procedure. The issue was confirmed through mammogram examination. As a result, patient underwent replacement with mentor silicone prosthesis on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).